Event description:
Mother of a male, reported infusion device stopped working without warning, powered backup, and started beeping continuously. She stated the power packs were in use for more than two weeks. Mother indicated that she was aware of the power pack recall and was receiving the replacement power packs. She indicated the power pack was replaced and the infusion device functioned properly. She did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.